Event description:
It is alleged that during surgery, the blade being used in our chuck did not stop and penetrated through the dura to the brian and made contact with a tumor. No pt injury or treatment info was provided.

Manufacturer narrative:
Device was not returned for evaluation. The stryker perforator chuck is classified as hbe under regulation powered, simple cranial drills, burs, trephines, and their accessories. This regulation states "the instruments are used with a power source, but do not have a clutch mechanism to disengage the tip after penetrating the skull." The blade used regulation which states "the instruments employ a clutch mechanism to disengage the tip of the instruments after penetrating the skull to prevent plunging of the tip into the brain."